Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow. This was observed after filling and prior to patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation containing approximately 234ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed with no issues noted; the flow rate was within product specifications. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.